Event description:
The customer reported the system displayed a generator error. This error will result in an uncommanded system shutdown.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.